Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transvenous phrenic nerve stimulation for central sleep apnea is safe and effective in patients with concomitant cardiac devices. Heart rhythm. 2020;17:2029¿2036. Doi.org/10.1016/j.hrthm.2020.06.023. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding transvenous phrenic nerve stimulation devices in patients with concomitant cardiac devices. The article reports one patient who had episodes of non-sustained ventricular tachycardia (vt) due to oversensing from device interaction of their implantable cardioverter defibrillator (ICD) and the implanted transvenous phrenic nerve stimulation device. Reprogramming was performed and the status/ disposition of the device appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.